Event description:
After implantation of a subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient had baseline shifts in the primary and alternate lead vectors with no evidence of air trapping. After consulting with the physician, the patient waited a few days to rule out air pockets. Since the patient still had baseline lifts in the primary and secondary vectors after a few days, the physician decided to open the pocket to check the connection in the header of the electrode. The physician was able to detect tissue at the pin of the electrode, which was probably also in the header. After cleaning and reconnecting into the header, another setup was performed, and the vectors were checked. No evidence of noise or baseline shifts was found. The pocket was closed, and a successful defibrillation threshold (dft) test was performed. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how the product may have contributed to the complaint incident. Evidence was provided by the customer, suggesting that the cause of the complaint was the electrode and pg header not being sufficiently inspected for fluid/tissue or cleaned properly prior to insertion. As no further information concerning this report is expected, our investigation is complete.

Event description:
After implantation of a subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient had baseline shifts in the primary and alternate lead vectors with no evidence of air trapping. After consulting with the physician, the patient waited a few days to rule out air pockets. Since the patient still had baseline lifts in the primary and secondary vectors after a few days, the physician decided to open the pocket to check the connection in the header of the electrode. The physician was able to detect tissue at the pin of the electrode, which was probably also in the header. After cleaning and reconnecting into the header, another setup was performed and the vectors were checked. No evidence of noise or baseline shifts was found. The pocket was closed and a successful dft test was performed. No additional adverse patient effects were reported. This device and electrode remain in-service.